Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the large clip applier instrument experienced a clip application failure; a clip that was applied came undone. It is unclear if the clip fell inside the patient. The surgeon reportedly converted the procedure to open surgery in order to complete the case. Intuitive surgical, inc. (Isi) has attempted to contact the customer to gather additional information regarding the reported event. As of the date of this report, no new information has been obtained.

Manufacturer narrative:
The large clip applier instrument was not received for failure analysis investigation. Requests for product return were made with no response from the customer. A review of the system logs for this procedure found no relevant errors occurred during this procedure.